Manufacturer narrative:
This report is filed on may 14, 2019.

Manufacturer narrative:
This report is submitted on march 6, 2019.

Event description:
Per the audiologist, the patient experienced discomfort. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2019. It is unknown if the patient was reimplanted with a new device as of the date of this report.